Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced pain, erosion, extrusion, urinary problems, dyspareunia, and vaginal scarring. It was reported that patient avaulta anterior was also implanted on (B)(6) 2006. It was reported that the patient underwent vaginal graft exposure resection on (B)(6) 2007. It was reported that the patient underwent graft augmented cystocele repair and revision replacement of the previously placed graft on (B)(6) 2007. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 mesh was implanted into the patient. There is mention of avaulta anterior biosynthetic support system but without clarifying information. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.